Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, that the drawer was failed, and it required maintenance. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and unable to recover because of the breeze under the pocket contact around the drawer. The field service engineer opened the back panel and reset all cables and connection and then log into diagnostics and released all pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.